Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), h3: analysis of the wireless recharger (serial #: (B)(6)) revealed that the wireless recharger was unresponsive and the led lights continuously scrolled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) lights kept flashing and they were unable to turn it off. There is supposed to be 3 battery icon and it kept flashing 1 2 3 1 2 3. Factors that may have led or contributed to the issue was due to normal wear and tear. A hard reset was done twice but nothing changed. The wr was replaced. It was unknown if the issue was resolved.